Event description:
In 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and 160 units of insulin spilled into the cartridge compartment. The patient was able to remove the plunger from the piston rod, and she dried the insulin from the cartridge compartment. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.